Manufacturer narrative:
The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Iol returned pressed down into well area of lens case base. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is bent or deformed and adhered to the optic surface with solution. The optic is scratched or marked rejectable with loose fibers and particulate. The iol was measured dimensionally for both edge thickness and plan view. Only one haptic and the optic could be measured as the other haptic was not returned. The iol met specifications for both. Photo provided showing an iol placed on a piece of material. The haptic appears to be broken or torn. The product investigation could not identify the root cause for the reported complaint lens stuck at the moment of injecting, when removing lens from incision haptic got broken as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens (optic and one haptic) were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during intraocular lens (iol) implant procedure, lens was stuck at the moment of injecting it, when removing lens from the incision a haptic got broken. Another lens of the same reference and power is ordered. Additional information was received.